Event description:
It is reported that the customer is reporting a blood glucose level of 342mg/dl and is having calibration issues. Troubleshooting is done and problem cannot be resolved. Patient is advised to cease use of pump and resort to back up. Device is not being returned, but a new one was shipped out. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.